Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon removed the safety and fired the stapler but felt something strange. He removed the stapler and discovered that it had not cut but had deployed staples. There were also some unformed staples that deployed. The surgeon used another device to complete the procedure without further consequence. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of over 500cc. There was no delay in surgery time of more than 30 mins.